Manufacturer narrative:
The mitraclip remains implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation, treated with another procedure. Patient ID: (B)(6). It was reported that on (B)(6) 2017, the patient presented with moderate to severe functional mitral regurgitation (mr) with dilated cardiac anatomy (mr). Two mitraclips were successfully implanted, reducing the mr to grade 1+. On (B)(6) 2021, severe, eccentric mr was noted. On (B)(6) 2021, another mitraclip procedure was performed, without issues reported, reducing the mr to moderate. Per physician, the event was possibly related to the index procedure clip, however, there was no device malfunction or deficiency. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.